Manufacturer narrative:
Findings: the unit was received with blank display due to corroded battery tube. The unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, stained address/serial number label and stained end cap sticker.

Event description:
The customer's mother reported via phone call that her son insulin pump was damaged. The customer¿s current blood glucose level was unknown at the time of the incident. The customer stated that they had damage on the side of the battery compartment. The customer was advised customer the pump will need to be replaced. The customer was advised to discontinue the use of the pump and revert to backup plan per health care professional as needed. The insulin pump will be returned for analysis.